Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (adverse event and malfunction), is related to case with patient identifier (B)(6) (malfunction).

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin and the infusion device did not display the occlusion error message resulting in elevated blood glucose levels. On (B)(6) 2020, the patient's blood sugar levels did not go down despite repeated corrections. The patient was found lying on the floor on (B)(6) 2020 and was transported to the hospital with the emergency doctor at 6:30 a.m. The patient experienced symptoms of ketoacidosis, abdominal pain, nausea, and vomiting. The patient was treated with insulin via perfusor. The blood glucose results taken at the hospital were not provided. It is unknown how long the patient was in the hospital.